Manufacturer narrative:
The vessel sealer extend (vse) instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a piece of the vessel sealer extend instrument broke off and fell into the patient. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no damage or unusual issues were noted on inspection. The specific surgical task being performed when the fragment fell inside the patient is unknown, and the cause of the breakage could not be determined. The duration the instrument was in use before the issue occurred is also unknown. The surgeon did not observe any collisions or functionality problems, and the fragment did not result from a collision. All retrieved fragments were visually confirmed by the surgeon, and no additional surgical procedures or post-operative imaging were required. The procedure was completed robotically, and there have been no reports of post-operative complications related to retained fragments. The instrument and its fragments will be returned to isi for evaluation, but no photographic or video evidence were available for review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument to perform failure analysis. The instrument has been received for failure analysis evaluation. The instrument was found to have a scratched main tube. A visual inspection revealed multiple scratches on the main tube, with the largest scratch measuring approximately 0.039¿ to 0.70¿. One scratch showed missing outer coating near the wrist, measuring approximately 0.043¿ to 0.121¿; the missing fragment was not returned with the instrument.